Event description:
Customer reported receiving two motor error alarms while attempting to bolus. Customer stated that since receiving those motor error alarms, her blood glucose level has been high. Blood glucose level was 469 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr. (Gold). The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window.